Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was first completed due to calcification. The delivery catheter system (dcs) was then advanced to the aortic annulus, and the valve was deployed to 80%. At 80% deployment it was noted that the valve was not expanding fully. Subsequently, the valve was recaptured and withdrawn from the patient's body. A new valve was then prepared and loaded into a new dcs. The dcs was then inserted into the patient's body and deployed to 80%. Similarly, valve under expansion was noted, so the valve was recaptured and withdrawn from the patient's body. A 15-minute procedural delay occurred due to the valve under expansion. Per the physician, that patient's calcified anatomy contributed to the under expansion of the valves. Additional information was received to confirm that the frame under expansion occurred with both valves. Subsequently, a non-medtronic transcatheter valve was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012995614); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was first completed due to calcification. The delivery catheter system (dcs) was then advanced to the aortic annulus, and the valve was deployed to 80%. At 80% deployment it was noted that the valve was not expanding fully. Subsequently, the valve was recaptured and withdrawn from the patient's body. A new valve was then prepared and loaded into a new dcs. The dcs was then inserted into the patient's body and deployed to 80%. Similarly, valve under expansion was noted, so the valve was recaptured and withdrawn from the patient's body. A 15-minute procedural delay occurred due to the valve under expansion. Per the physician, that patient's calcified anatomy contributed to the under expansion of the valves.